Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer amulet delivery sheath. The landing zone measurements were at 45 degree 17.8 cm, 90 degree108 cm; 180 degree18 cm. The sizing of the device was determined by angiogram and transthoracic echocardiogram (tee). During procedure, the lobe compression was minimal, orientation was sufficient, separation was sufficient, the disc was slightly concave. So not all close signs were satisfactory and tension test was performed. The amulet was successfully implanted and the device compression was in a tire shape. Six weeks after the implant, the patient reported with rhythmic symptoms such as arrhythmia that lead to cardiologist visit. A tte and (transesophageal echocardiogram) tee was conducted, and it was noted the device was embolized. The device was surgically removed. The physician mentioned the cause of embolization was undersized device, with a proximal deployment. The patient was reported stable.

Manufacturer narrative:
It was reported that six weeks post amulet implant, the patient had rhythmic symptoms such as arrhythmia that lead to cardiologist visit and a transthoracic echocardiogram (tee) revealed that the device was embolized. Information from field indicated that the sizing of the device was determined by angiogram and tee. Also reported that during procedure not all close signs were satisfactory which may have contributed to the reported event. The device was not returned to abbott for analysis such that it is not possible to inspect the explanted device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on cine review performed at abbott, the suspicion was that the device was undersized but unable to confirm this with the limited imaging provided. Information from field indicated that the physician mentioned the cause of embolization was undersized device, with a proximal deployment. Based on the cine review and information available from field the cause of embolization was undersized device; however, this could not be conclusively determined. The cause of reported patient effect arrhythmia could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as the embolized device was surgically removed. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.